Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that doxorubicin (43mg/1021.5) and ifosfamide/mesna combination (4430mg and 4330mg/107.9ml) were hung on a close looped chemotherapy extension set and programmed manually using guardrails. It was reported the doxorubicin as well as the ifosfamide/mesna ran 2:29 and 2:45 respectively longer than expected. Bag 2 of the infusion ran on time, however bag 3 ran 1:11 longer than expected. There was patient involvement however no patient harm.